Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the reported complaint. During evaluation of the device, the device had a power source detection issue. The main circuit board was replaced to address the issues. The device was serviced and fully tested before it was returned to the customer. (B)(4)

Event description:
It was reported to resmed that an astral device did not power on. During evaluation of the device, the device had a power source detection issue. There was no patient harm or serious injury reported as a result of this incident.